Event description:
While preparing to inject a pt with collagen the syringe, with very little pressure applied to the plunger, suddenly expelled the contents in several directions from the hub of the syringe. The needle became partially detached. Collagen splattered on the pt and the physician. No injury occurred. The procedure was completed with a backup device without further incident.